Manufacturer narrative:
D10 concomitant product: vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm, (lot # n6a1361y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a laparoscopic hysterectomy for abnormal uterine bleeding, a barbed suture reload was being used when closing the vaginal cuff and a portion of the needle fractured and fell into the patient cavity. The needle fragment was left in the patient. The surgical time was extended by more than 30 minutes due to extra time finding the needle fragment. An additional reload was used to finish closure. Patient is healthy and has returned to normal activity and functioning.